Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Patient's mother tested the alert functionality and reported the alerts were not functioning correctly. Patient's mother did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and did not confirm the reported event of no audio. The complaint deivce was returned and under investigation. A CAPA has been initiated for this issue.